Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 60-year-old white undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a cracked side arm during impella support. It was unclear if the damage was sustained due to extended usage of bicarb in the purge system or unintentional force applied by the medical/hospital staff. The pump was removed and replaced as a result.

Manufacturer narrative:
The investigation into the reported purge leak has been completed since the original report was filed. The pump was not returned for investigation. The staff noted that there was high purge pressure and then the sidearm was cracked. The purge flow increased, and purge pressure decreased, so the pump was turned off right when the leak was noticed. It cannot be confirmed if the product failed to meet specification or where the leak is located. The root cause of the purge leak-pump is most likely due to a damaged sidearm.